Event description:
It was reported that on september 21, the catheter was inserted in the right subclavian vein as a replacement. Approximately 10:30 am on september 22, the extension line for the proximal lumen was found broken when the gauze pad and fixing tapes were peeled off from the extension line to flush the lumen. According to the hospital, the gauze pad and tape was properly fixed and no sharp objects including scissors were used to take off the pad and tape. The catheter was removed and a new kit was opened to insert a new catheter. There was no reported delay, death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.